Event description:
Due to the alert sent out by mhra doctor review the patient who had an rhead implanted two years ago the patient in question had primary surgery for a fracture, has not been revised, her activity level is medium. There is bone resorption around the head of the radial head implant but not around the implant stem.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event, operative reports, as well as the pre- and post- operative x-rays must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device remains implanted.

Event description:
Due to the alert sent out by mhra doctor review the patient who had an rhead implanted two years ago the patient in question had primary surgery for a fracture, has not been revised, her activity level is medium. There is bone resorption around the head of the radial head implant but not around the implant stem.